Event description:
In 2001, the end-user called minimed, USA and stated that the tubing was leaking insulin last night. Changed out the entire set this morning. Bolused 5.0 units to treat bgs of 320. On may 7, 2001 maersk medical received the complaint and the used rubing. The incident took place in USA.